Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine fluoroscopy. Externalized conductors were observed. The patient will continue to be monitored normally.

Manufacturer narrative:
(B)(4).